Event description:
It was reported the camera head connection section was loose. The issue was found during preparation of an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a loose scope mount. Additionally, main body (lens) internal imaging flooding and internal cable flooding were found. The information obtained from this complaint and the investigation results did not lead to the identification of the cause of the reportable malfunctions. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has been returned for evaluation and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
It was reported the camera head connection section was loose. The issue was found during preparation of an unspecified procedure. There were no reports of patient harm.